Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had a failed drawer. The customer reported that they attempted to reboot the device because it was running slowly. Upon rebooting, the system displayed a blue screen with the message getting windows ready, don't turn off the computer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2015, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on bluescreen. The field service engineer (fse) restarted the station and allowed it to complete the windows updates. After the updates finished, the station was tested and confirmed to be working properly. The system functioned as intended after the field service engineer (fse) troubleshot the device.